Event description:
It was reported that the lead was placed in several locations during implant in an attempt to get good sensing values. The lead was attempted to be implanted but not used due to undersensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4).